Event description:
It was reported that during service and repair pre-testing, it was observed that the attachment device has vibration and the base was loose. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the assembly joint threaded fastener was loose. Therefore, the reported condition was confirmed. It was determined that the faster accepted another quarter turn to tighten and it ran much smoother. The assignable root cause was determined to be due to improper assembly during the manufacturing process. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.